Event description:
It was reported that the shaver handpiece on/off buttons did not work properly. No injuries or delays reported with this event.

Manufacturer narrative:
Investigation results: the customer's reported problem of the on/off buttons not working properly was confirmed. The handpiece was tested and found to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored.